Event description:
The pacemaker dependent patient was admitted to the hospital with failure to capture in the atrium and the ventricle. The patient was resuscitated and intubated. After the patient was stable, thresholds came down to 1.5 v to 2 v in bipolar. Outputs were turned up and the patient was programmed to doo overnight. The following day, ventricular threshold was 5 v bipolar with 1700 ohms impedance. There did not appear to be clavicular crush via x-ray. The system would be replaced.